Manufacturer narrative:
During inspection and testing of the returned device, service also found the connecting tube had a wrinkle, and the distal end cover was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus demonstration asset that was returned to an olympus service center with no alleged complaint. During inspection and testing, service found there was foreign material in the forceps elevator. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was initially presumed to have been due to incorrect reprocessing by the user - however, it was determined that the user facility was reprocessing in compliance of the instructions for use. No further cause could be surmised from the data acquired in this investigation. The instructions for use (IFU) (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.